Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic renal cyst resection procedure, while introducing the device and insufflating the balloon, the doctor realized that the pressure of the insufflated air was not maintained. The device was then withdrawn and evaluated, but they realized that the globe was broken, approximately 1 cm in diameter, where the punch of the ball enters. Another product was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info:evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the dissector balloon and insufflation bulb were received. The dissector balloon was cut. The obturator, lock collar and trocar balloon appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.